Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedance measurements (greater than 2000 ohms). Fluoroscopy identified possible evidence of an ra lead fracture, likely due to subclavian crush. This ra lead also displayed an impedance measurement greater than 3000 ohms with no sensing or capture upon connection to a pacing system analyzer (psa). Surgical intervention was required and this lead was surgically abandoned and replaced. The patient's chronic device and right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.